Manufacturer narrative:
H2: correction. This is a duplicate submission due to technical difficulties that occurred with our previous follow-up submission. After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number. Bursting issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action was opened and monthly monitoring is occurring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was made based on folysil catheter silicone, on the same defect "balloon burst" from january 2022 to january 2026: 181 similar cases were found.

Event description:
According to the available information the nursing home had a problem with the catheters. The balloon is bursting.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information the nursing home had a problem with the catheters. The balloon is bursting.